Manufacturer narrative:
Reference#: (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. The capsule was found dangling above the patient's vocal cords when an endoscope was reinserted to verify placement. The capsule was retrieved safely. During the procedure the patient was sleeping, not coughing. The pump and capsule suction was within parameters during precheck prior to placement of the bravo capsule. There was no harm to the patient.